Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 46 mg/dl. Suspected cause was due to the customer "stacking" insulin from delivering "too many correction boluses." Customer consumed juice and carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.